Event description:
The intended procedure was stenting of a lesion in the mid circumflex; the target vessel was described as highly diffused restenotic vessel. As indicated, the physician was advancing the stent delivery system (sds) to target vessel; however, the physician was having difficulties tracking the vessel and the physician decided to remove the system. After the device was removed from the pt, the physician noticed that the stent had dislodged from the balloon; fluoro revealed the stent was lodged in the left main artery. Consequently the physician re-advanced a balloon to try to locate and deploy the stent; however, the physician was unsuccessful. Apparently, the struts of the stent had gotten caught on the struts of a previously implanted stent and the stent became immobilized; the physician did not attempt to snare the stent and instead decided to crush the stent in the left main artery. The pt was discharged and reported to be doing well.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. Additional info will be submitted within 30 days.